Event description:
Device 2 of 3. Reference MFR report: 1627487-2012-10328, 10330. It was reported the pt ((B)(6)) experienced a warming sensation when turning on the device. The physician suspected a broken lead or lead extension to be the cause. Follow up info revealed the pt had undergone a previous surgical procedure due to the placement of the ipg. Follow up info also identified the warming sensation is only felt over the ipg site. It was reported stimulation is functioning properly and the pt is satisfied with the result. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.